Manufacturer narrative:
A replacement camera was sent to the site and installed in the system. New camera resolved issue. Suspect camera returned and evaluated. Findings are as follows: the camera (psu) displayed reduced tracking volume at power up, but tracked through the entire volume after a short warm up time (20 minutes). This is normal behavior and not considered a failure. However, the psu failed the accuracy assessment kit (aak) test at .91 mm along with .95 mm line separation. A second set of tests confirmed the initial results. The psu is out of calibration.

Event description:
A medtronic representative reported that the camera would not track the cranial reference frame or the passive planar blunt probe beyond the middle section of the tracking view. This was observed outside of surgical use. No patient present.